Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment(s) appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that a venous closure of the right common femoral vein was attempted with prostyle devices using the pre-close technique via an 8f sheath hole prior to a leadless pacemaker interventional procedure. Reportedly, the first suture was placed without issue. During use if the second prostyle device at a 45-degree angle, the sutures were not present when the plunger was removed. The sutures of one new prostyle devices were successfully pre-placed. The sheath was upsized to a 23f, and the leadless pacemaker procedure was completed. Hemostasis was achieved with the two successfully pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.